Manufacturer narrative:
Additional information was received that the physician suspected that the patient had developed a nidus of infection or necrotic tissue associated with the hardware. The infection was in the midline incision site and symptom was discomfort. The cause of infection was unknown. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory. (B)(4)) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had an infection and was placed on antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70 serial: (B)(4) description: linear st lead, 70cm model: sc-4318 lot: 18866091 description: clik x anchor.

Event description:
A report was received that the patient had an infection and was placed on antibiotics. The patient underwent an explant procedure.